Event description:
It was reported that the patient's blood glucose level rose above 300 mg/dl while wearing the pod between 4 and 24 hours. Insulin was reported to be leaking during wear. The patient reported being unsure if the cannula was properly seated in the infusion site. Upon pod removal, the cannula appeared to be bent. As treatment, a new pod was placed and activated.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone17.5, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
No problems were found that would contribute to the reported unsure properly inserted cannula, the cause of which could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Inspection of the fluid path found no evidence of the reported leak.